Manufacturer narrative:
This report is being filed on an international product, list number (B)(4) and there is a similar product distributed in the us, list number (B)(4). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I total b-hcg and provided the following data for 1 patient. (Reference: = 5.00 miu/ml is negative, = 25.00 miu/ml is positive, > 5.00 miu/ml and < 25.00 miu/ml are considered grayzone - no interpretation will be reported for these results): on(B)(6) 2023 sample ID (B)(6) initial result was <2.30 (negative) at 13:34. The customer has an auto-retest rule that retested the sample and generated a result of 154.83 (positive) at 13:50. At 14:06 the customer retested the sample and generated the result of 82.55 (positive). The sample was retested twice more at 14:41 and 14:57 and results were 64.75 (positive) and 59.96 (positive). On (B)(6)2023 another specimen was collected and resulted <2.30 (negative) for all the testing performed at 14:19, 14:36, 14:55 and 15:11. The customer re-ran samples from (B)(6) 2023 and noted no change in results. There was no reported impact to patient management.

Event description:
The customer observed false positive alinity I total b-hcg and provided the following data for 1 patient. (Reference: = 5.00 miu/ml is negative, = 25.00 miu/ml is positive, > 5.00 miu/ml and < 25.00 miu/ml are considered grayzone - no interpretation will be reported for these results): on 18 apr 2023 sample ID (B)(6)initial result was <2.30 (negative) at 13:34. The customer has an auto-retest rule that retested the sample and generated a result of 154.83 (positive) at 13:50. At 14:06 the customer retested the sample and generated the result of 82.55 (positive). The sample was retested twice more at 14:41 and 14:57 and results were 64.75 (positive) and 59.96 (positive). On 19 apr 2023 another specimen was collected and resulted <2.30 (negative) for all the testing performed at 14:19, 14:36, 14:55 and 15:11. The customer re-ran samples from 18 apr 2023 and noted no change in results. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation regarding false reactive alinity I total ss-hcg reagent lot number 42494ud00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket and trending review did not identify any trends regarding commonalities for lot number and the issue. Device history record review did not identify any deviations or non-conformance associated with lot 42494ud00. The overall performance of the alinity I total ss-hcg reagent was reviewed using field data from customers worldwide. The review of field data determined the median value of the negative population for lot 42494ud00 is within the established limits. A labeling review determined product labeling provides adequate information regarding the customer issue. Based on the investigation, no systemic issue or deficiency with the australia alinity I total ss-hcg reagent lot number 42494ud00 was identified.